Event description:
A patient reported experiencing inaccurate low results with a one touch basic meter. The patient's blood glucose results were 43 compared to the lab's 113 mg/dl. Tests were done 15-20 minutes apart. Patient did not experience any adverse events. No further information has been reported.